Event description:
The customer reported that the fiber tip "exploded" at 86,236 joules during a prostate procedure. It was reported that the procedure was completed with a second fiber. No patient injury was reported. Additional details were requested and were not obtained by the manufacturer.

Manufacturer narrative:
The device was subsequently returned to the manufacturer and analyzed. Joules were verified on the fiber card as 86,220 joules. Failure analysis disclosed that the fiber cap was drilled through, although intact and attached. The cap was found to be burnt and melted and exhibits detritus, char, devitrification and melted glass. The shrink tube and fiber jacket were also melted and burnt. The fiber cap condition would result in reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.